Manufacturer narrative:
According to the facility on 12/7, the customer required an on call visit for a catheter replacement since the old catheter fell out from the defective balloon. The facility stated there was no serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/7, the customer required an on call visit for a catheter replacement since the old catheter fell out from the defective balloon. The facility stated there was no serious injury.